Event description:
It was reported to gore that the patient underwent open inguinal hernia repair on (B)(6) 2009 whereby two gore® bioabsorbable hernia plug and two gore® polypropylene hernia mesh devices were implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgery; trigger point shots; sexual impairment; mesh removal; scar tissue; adhesions. Additional event specific information was not provided.

Manufacturer narrative:
Added medical history. Health effect, investigation finding, investigation conclusions, added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 and #2 preoperative complaints: on (B)(6) 2009: (B)(6) d.o. Brief history: ¿this is a 46-year-old white male who started to have pain in his pubic bone after he fell on (B)(6) 2009, while jackhammering concrete and tripping on some rebar, landing on his left side. He also tore his left rotator cuff. The pain started the following weeks. It has been intermittent and radiates from his testicle up towards his left ribs. We discussed his hernias. He wanted to go ahead and get both hernias fixed while he was off work because of his rotator cuff. The risks and complications of undergoing bilateral inguinal herniorrhaphy were explained to him. He wished to go ahead and proceed. ¿ implant #1 and #2 procedure: bilateral inguinal herniorrhaphy. [ implant #1: gore® polypropylene hernia mesh ref: hppm01; lot: 06523198 gore® bio-a® hernia plug hppm01; lot: 06523198 implant #2: gore® polypropylene hernia mesh ref: hppm01; lot: 06557685 gore® bio-a® hernia plug ref: hppm01; lot: 06557685]. Implant #1 and #2 date: on (B)(6) 2009 [hospitalization on (B)(6) 2009]. On (B)(6) 2009: (B)(6) d.o. Operative report. Pre- and postoperative diagnosis: bilateral inguinal hernia. Anesthesia: IV [intravenous] sedation with local. Gross findings: ¿he had direct hernias that were mild on both sides. There was no evidence of indirect sacs. They were repaired using mesh plug technique. He tolerated the procedure well.¿ procedure: ¿the patient was taken to the operating room, placed in the supine position and underwent IV conscious sedation. The lower abdomen was prepped and draped in the usual sterile manner. The skin above the left pubic tubercle was anesthetized using 1% xylocaine mixed equally with 0.5% marcaine as well as the subcutaneous tissue. The ilioinguinal nerve was also anesthetized just medial to the asas with the same solution. A transverse incision was made above the left pubic tubercle with a scalpel. The subcutaneous tissue was transected using electrocautery. The external oblique was identified, opened along its fibers from the external to internal os using sharp dissection. The ilioinguinal nerve was identified and preserved. The cord was then isolated with a penrose drain, careful inspected and there was no evidence of an indirect sac. The cord was retracted laterally. The floor was opened along the edges of the hernia sac and then a piece of gore bioabsorbable mesh was placed, cut down to size into the defect. It was attached to the surrounding fascia using interrupted sutures of 0 nurolon. A second piece of polypropylene mesh was placed over this, cut down to size and attached to the pubic tubercle as well as forming a new internal ring superiorly. The cord was placed back in its canal. The external oblique was re-approximated using a running stitch of 0 vicryl after hemostasis was assured. The subcutaneous tissue was then re-approximated using a running stitch of 3-0 vicryl. The skin was re-approximated using a running subcuticular stitch of 5-0 monocryl. The wound was cleansed and covered with sterile dressings. Attention was made to the made [sic] the right inguinal region where the skin above the right pubic tubercle was anesthetized with the same solution as well as the subcutaneous tissue and the ilioinguinal nerve just medial to the asas. A transverse incision was made above the right pubic tubercle with a scalpel, the subcutaneous was transected using electrocautery. The external oblique was identified, opened along its fibers from the external to the internal os using sharp dissection. The cords and its structures were isolated, preserving the ilioinguinal nerve. The cord was inspected. There was no evidence of a hernia sac. The cord was then retracted laterally. The floor was opened using electrocautery and blunt dissection. A piece of gore bioabsorbable plug was then placed in the defect, cutting it down to size and attaching it to the surrounding fascia using interrupted sutures of 0 nurolon. A piece attached to the pubic tubercle as well as superior to the internal ring, forming a new internal ring. The cord and its structures were then placed back in the canal. Hemostasis was assured. The external oblique was re-approximated using a running stitch of 0-vicryl. The subcutaneous tissue was then re-approximated using a running stitch of 3-0 vicryl. The skin was re-approximated using a running subcuticular stitch of 5-0 monocryl. The wound was cleansed and covered with sterile dressings. He tolerated the procedure well and was sent to his room in stable condition.¿ on (B)(6) 2009: (B)(6) hospital. Implant stickers : (left) gore® polypropylene hernia mesh ref: hppm01; lot: 06523198; gore® bio-a® hernia plug ref: hppm01; lot: 06523198. (Right) gore® polypropylene hernia mesh ref: hppm01; lot: 06557685 gore® bio-a® hernia plug ref: hppm01; lot: 06557685. W. L. Gore & associates. Size: n/a. Expiration date: n/a. Partial explant #2 preoperative complaints: on (B)(6) 2010: (B)(6) d.o. Indications: ¿this is a 47-year-old white male who had a bilateral inguinal herniorrhaphy done on (B)(6) 2009. Postoperatively, he did quite well. Later on he started having pain in his right inguinal region. We had done a trigger point injection in july 2009 which helped the pain for about a month. He then felt he could feel the mesh plug although the plug was a bioabsorbable plug. He had polypropylene in the floor. He thought it was in the way whenever he had intercourse and said that he could not have anything push on his pubic bone. We gave him a trigger point injection again. It helped for a couple days. He wanted to have the area explored and removal of the mesh. We discussed his options. The bioabsorbable mesh would not be removed. We discussed removing the polypropylene and how we would repair his subsequent hernia. We discussed biological mesh and we wanted to stay away from synthetics or doing a primary repair. In addition, if taking out the polypropylene there is no fascia to close with, we may have to use biological mesh. He wanted to proceed with primary repair if possible. He also wanted to do the left side but I told him we did not have the time or preauthorization to do this after making this decision at the last minute. We thought we would see how the right does before proceeding with the left side. The risks and complications of undergoing the procedure were explained to him and his girlfriend. They wished to go ahead and proceed.¿ on (B)(6) 2010: (B)(6) d.o. Physical exam: ¿he has pinpoint tenderness above his right inguinal incision. On transcrotal examination, he has tenderness on the cord itself as well as on the plug. There is no hernia noted.¿ partial explant #2 procedure: removal of polypropylene mesh with primary repair of inguinal floor (herniorrhaphy). Partial explant #2 date: (B)(6) 2010 [hospitalization: (B)(6) 2010]. On (B)(6) 2010: (B)(6) d.o. Operative report. Preoperative diagnosis: postoperative right inguinal pain. Postoperative diagnosis: fasciitis with pericord cicatrix secondary to polypropylene mesh. Anesthesia: general with local. Estimated blood loss: minimal. Specimens: none [mesh discarded]. Drains: n/a. Findings: ¿he had a fair amount of scar tissue of the polypropylene around the proximal cord structures. There was a large piece of polypropylene that was removed. The bioabsorbable mesh in the floor could not be felt. It was incorporated in the body. The mesh was removed although there were minor pieces left. The lateral anterior rectus fascia, the ilioinguinal tract were re-approximated, forming a new floor, leaving enough for the cord to come out in internal ring. The cord was covered with interceed and then external oblique was re-approximated over this. He tolerated the procedure well.¿ procedure: ¿the patient was taken to the operating room, placed in the supine position and underwent general endotracheal anesthesia. The abdomen was prepped and draped in the usual sterile manner. The skin of his right inguinal region as well as the subcutaneous tissue and ilioinguinal nerve medial to the asas were anesthetized using 1% xylocaine mixed equally with 0.5% marcaine. A skin incision was made through his old scar above the right pubic tubercle with a scalpel. The subcutaneous tissue was transected using electrocautery. The external oblique was identified, opened along its fibers using sharp and electrocautery dissection. The cord and its structures were isolated away from polypropylene mesh. The mesh was removed and discarded. Once the mesh was completely [sic], the cord and adhesions to the cord were separated down. This opened up the floor once the mesh was removed. Palpation was performed to feel any residual of the bioabsorbable mesh or plug which there was none. The lateral portion of the rectus fascia was then re-approximated to the inguinal ligament, starting at the pubic tubercle, using interrupted sutures of 0 nurolon. This was re-approximated up to the internal ring which was less than a fingerbreadth in size, making sure not encroach upon the nerve or the cord. The cord was then wrapped in interceed and the external oblique was re-approximated using a running stitch of 0 vicryl. The subcutaneous tissue was then re-approximated using a running stitch of 3-0 vicryl. The skin was re-approximated using a running subcuticular stitch of 5-0 monocryl. The wound was cleaned and covered with sterile dressing. He tolerated the procedure well and was sent to his room in stable condition.¿ on (B)(6) 2010: (B)(6) hospital. Pathology report. No pathology report is available, the mesh was documented to have been discarded. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® polypropylene hernia mesh instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to additional surgery, sexual impairment, mesh removal, scar tissue and adhesions, beyond this timeframe. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® polypropylene hernia mesh instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to additional surgery, sexual impairment, mesh removal, scar tissue and adhesions, beyond this timeframe. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.